Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger : fdm, fdr and fdc codes apply to the desktop charger. Device code (B)(4) is a correction that should have been applied to the dtc originally: the analysis of the desktop charger (serial #(B)(4)) revealed that the connector pin was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient alleged overdischarge. The representative had to charge the ins recharger first then started a phsyician mode recharge (pmr). Additional information was reported one day later which stated that the ins recharger and desktop charger connector pins were both damaged. Additional information was sent from the representative on (B)(4) 2018 stating that the patient was not charging the stimulator so it overdischarged. They received the replacement parts and were able to recharge. The information was confirmed by the physician. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4); (B)(4) apply to implantable neurostimulator (ins). Applies to implantable neurostimulator (ins) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient alleged overdischarge. Rep had to charge ins recharger first then started pmr. Additional information at one day later stated that ins recharger and desktop charger connector was damaged. No further complication and no symptoms were reported.